Event description:
It was reported the device was used during a breast biopsy. It was reported the physician noticed the marker sleeve was missing after removal of the marker from the probe. The physician assumed the sleeve was left in the pt. The case was completed.